Event description:
The customer is requesting on site support for the device to be checked. No pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.